Manufacturer narrative:
Three portex® endotracheal tubes were returned for analysis in used conditions. No discrepancies were found upon visual inspection. Functional testing was performed by inflating the syringe while submerged under water; leakage was observed coming from a small tear in the cuff to all 3 samples. Relevant documents were reviewed and deemed adequate. An audit of the production floor was performed by reviewing training records and relevant procedures; all deemed adequate. Thirty two samples were reviewed for tracheal inflation line and leak tests; no discrepancies or leaks were found. Based on the evidence the complaint was confirmed. However, the root cause is unknown.

Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating that immediately following intubation of the patient with a smiths medical portex® endotracheal tube, air came out of the cuff. There were no reported adverse patient effects.

Manufacturer narrative:
One 8.0 aire cuff adult tracheostomy tube was returned with the airway inflation balloon completely detached from the airway line. There were no details other than the "cuff hose ripped" provided in the complaint. The presence of the airway line inside the balloon showed that the bond was sufficient in retaining the airway line within the balloon as the airway line broke outside the balloon. The airway line was found to be stretched near the failure point leading the investigation to conclude that excessive force was applied to the airway line causing the balloon to eventually detach from the line. The investigation did not reveal any intrinsic manufacturing defects with the returned devices. The investigation concluded that the defect was not the result of a manufacturing defect, so a corrective action will not be issued. Smiths medical regularly analyzes data and trends and will take further actions accordingly.